Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The customer¿s spouse reported going to the hospital, because no matter how much insulin was given the blood glucose level continued to rise. The blood glucose value at the time of admission 400 mg/dl. The customer had no symptoms. The customer treated for the high blood glucose level with manual injections. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 105 mg/dl. The customer states the high blood glucose began on (B)(6) 2017. The customer did not complete troubleshooting. The customer was advised to change the entire set, reservoir and insulin and treat per the healthcare provider¿s instructions. The insulin pump will be returned for analysis.